Event description:
It was reported that the surgeon noticed a small piece of metal floating in the hip joint, the tip of the inserter had broken off. There was no patient injury reported.

Manufacturer narrative:
Visual assessment confirmed the breakage. One of the fork tines was not returned for evaluation. The inserter shaft and handle assembly are bent the condition of the device indicates that an excessive amount of force was placed on the inserter during anchor insertion causing the observed damage.